Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing signal acquisition/communication issues. A replacement external electronics unit was sent to the patient to address the issue but was unsuccessful. Chest x-rays revealed the patient's sensor has migrated. Pulmonary artery pressure readings revealed a satisfactory waveform.

Event description:
Follow-up revealed the patient's doctor may attempt to recalibrate the patient's sensor.